Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of a contained ruptured of abdominal aortic aneurysm. The pt was not a good surgical candidate. Aneurysm size is unknown. The pt's arteries were reported to be small with moderate tortuosity and calcification. It was reported, that the main body would not advance over the lunderquist wire and never left the iliac artery. The device was removed successfully and two kinks were noted about mid shaft. The pt was treated with a 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with expedient delivery system and its components. A type I endoleak and paralysis were also reported, (reference MFR report #2953200-2003-01258).